Manufacturer narrative:
Additional information provided in d6, h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male patient was on impella cp support due to cardiac arrest and ventricular fibrillation. While on impella cp support, the patient experienced increased suction alarms. The patient was placed at p2 level and received additional volume.